Event description:
There was an intermittent problem with this microsurgical unit. The unit shut down twice while in the phaco mode and "phaco" had to be reselected. Other modes worked without problems. There were no pt problems.